Event description:
It was reported by the workplace safety specialist of (B)(6) hospital that a caregiver injured themselves in attempting to engage the unit's brakes using the brake pedal. However, the manufacturer has contacted the customer and the customer has refused to provide any additional information at this time. The extent of the injury has not been reported to the manufacturer and it is unknown if medical intervention was required. No product malfunction has been reported at this time.

Event description:
It was reported by the workplace safety specialist of abbott northwestern hospital that a caregiver injured themselves in attempting to engage the unit's brakes using the brake pedal. However, the manufacturer has contacted the customer and the customer has refused to provide any additional information at this time. The extent of the injury has not been reported to the manufacturer and it is unknown if medical intervention was required. No product malfunction has been reported at this time.

Manufacturer narrative:
This complaint could not be confirmed as the device was not able to be identified by the customer. A visual and functional inspection was not performed, as there was not an alleged malfunction with the unit involved within the alleged event. It was reported by the employee safety specialist of the health care facility, that on (B)(6) 2011, a caregiver was applying the brakes and his/her foot slipped off of the pedal and the caregiver received a scratch on the right ankle. It is unknown if medical intervention was required, as the account was unwilling to provide further information.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. The customer has not identified the specific device that was involved in the complaint.